Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, preparing to apply external fixation when the doctor came over to the table to examine the set. We found upon examination that every item was rusted. The rust on the item was inside on the spring only noticed under close inspection.